Event description:
Reporter noticed mold growing in IV set. The IV set was used to deliver normal saline to cats. After 3 days of using the saline and IV line, there was mold growing at the tip of the IV set. Complainant does not know if problem was IV set or normal saline bag. Both were reported. No humans or animals were harmed due to this complaint. The saline was going to be used for cats. Reporter is unsure if they could have caused the contamination.